Event description:
It was reported that the customer was not getting audio alarms at central station.the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The customer received remote application assistance from a remote service engineer. The rse advised the customer to trace the speaker wire, to disable and reenable the sound, restart the pc and instructed the customer to reconnect the speaker. Afterwards the issue was resolved. However, it is unknown what exactly caused the reported issue.